Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the left ventricular lead exhibited a loss pf capture. The device output was increased and capture was restored. The patient was stable and would continue to be monitored.